Event description:
It was reported that during a supply change the user deployed an inset infusion set without adequate pressure, resulting in the cannula not inserting, and on a subsequent attempt the user removed the site from the spring-loaded inserter while trying to take off the adhesive cover; a new infusion set was then used and insulin delivery resumed, consistent with an improper or incorrect procedure involving the cannula component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions during set insertion, associated with the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.